Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following the creation of anastamosis of the colon tissue on a laparoscopic assisted right colectomy, it was stated that stapler fired successfully during the procedure however patient had a post operative bleeding as seen on a bloody stool. Patient was re-admitted to hospital for at least a day as a result of the event.